Manufacturer narrative:
The biomedical engineer reports that when trying to use the function keys on the bedside monitor, the display screen freezes and does not start functioning until the device is power cycled. The customer's device was returned and evaluated. The reported problem was duplicated. In addition to the display screen freezing, the device has physical damage and spo2 failure. The customer was emailed a cost estimate to repair the device. Currently awaiting approval from the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that when trying to use the function keys on the bedside monitor, the display screen freezes and does not start functioning until the device is power cycled.

Manufacturer narrative:
The biomedical engineer reports that when trying to use the function keys on the bedside monitor, the display screen freezes and does not start functioning until the device is power cycled. The customer's device was returned and evaluated. The reported problem was duplicated. In addition to the display screen freezing, the device has physical damage and spo2 failure. The customer was emailed a cost estimate to repair the device. The customer approved of the repair cost and the device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.